Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107, abnormal shutdowns) has been confirmed. Upon investigation the monitor did not pass testing. The cause for the resets was isolated to a defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor displayed a service code 107 and abnormal shutdowns.